Event description:
When attempting to introduce stapler to patient, error occurred stating instrument could not be recognized. Removed stapler from service and replaced with new instrument that worked appropriately.